Manufacturer narrative:
This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm (bsc) received information that this chronic high-impedance right ventricular lead was associated with a remote monitoring alert for out-of-range pace impedance measurements. A bsc field representative reported other lead measurements were normal and stable, and that this lead had been associated with high impedance measurements during its entire service life. The alerts were received after the patient's implantable cardioverter defibrillator (ICD) was replaced for normal battery depletion. The representative reported the patient's physician was satisfied with the lead's measurements and performance, and the lead remains implanted and in service. Subsequent information indicated that the patient had received a shock due to the previously reported noise. Boston scientific technical discussed with the patient's health care professional (hcp) that the patient could be brought in to clinic for trouble-shooting and further assessment. The patient was to be seen at a later date for follow up. There were no adverse patient effects reported. The lead remains in service